Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qt5e, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported having 5 falls since implant. There reportedly was a bad fall on the implantable neurostimulator (ins) which was followed by pain in the elbow, arms, and tailbone. Since the bad fall, pain and spasms occurred down the patient's leg when stimulation was turned up too high; symptoms went away once the stimulation was turned down, however. The patient also had kidney stones, kidney infections, and no symptom reduction in retention. Cause, diagnostics, troubleshooting, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indication for use included gastrointestinal/pelvic floor.